Event description:
A report was received that the ipg was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160/338138. Device evaluation indicated that the source of the charging issue was due to the ipg orientation or pocket depth. In the patient data, the battery charge current was extremely low, less than 20 ma even though battery depletion rate was within the expected range. Upon receiving, the device battery measured 3.267 volt, and it was fully charged. Further investigation found that the device characteristic has changed after the explant procedure. The battery depletion rate changed to 64 mv with sleep current rate of .800 ma. This type of damage occurs when the ipg is exposed to high-voltage transients.

Event description:
A report was received that the ipg was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.